Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation of the electrode reveals the distal tip is missing and the heat shrink layer has multiple scratches. There is saline solution stains on device surface and in the suction tube. Therefore, the complaint could be confirmed. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. A supplier CAPA has been initiated to investigate this failure. Mitek nc has been opened to investigate the issue. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available. The event date is unknown. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by our affiliate that the electrode broke during the procedure. Change of electrode and radio control to verify the absence of foreign body. The following information was received from our affiliate on (B)(6) 2014; the electrode was not reprocessed. The procedure was extended by 10 minutes. Nothing broke off into the patient, an x-ray was done to check. Information received from our affiliate on (B)(6) 2014 indicated that nothing broke in the patient.